Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient became dizzy and fell down. No treatment information was provided. It was reported during the patient's hospitalization; the controller was unresponsive which was captured in an associated file.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization or hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.